Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle was loose. This was discovered before use. The following information was provided by the initial reporter: it's noticed that safety mechanism on the eclipse needle loosen during the preparation of the injection. Defected product didn't used on patient. One sample from the same batch will be returned as sample for further investigation.

Event description:
It was reported that bd eclipse¿ needle was loose. This was discovered before use. The following information was provided by the initial reporter: it's noticed that safety mechanism on the eclipse needle loosen during the preparation of the injection. Defected product didn't used on patient. One sample from the same batch will be returned as sample for further investigation.

Manufacturer narrative:
Investigation: one representative unused sample in sealed package was received for investigation. Our quality engineer inspected the returned unit and could not identify any manufacturing related defects or abnormalities. No issues with the safety shield or hub were observed. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined.